Event description:
It was reported that about 7 days after a procedure the pt had a myocardial infarct of the apical left anterior descending (lad) artery. It was also reported that the pt was overweight, not correctly anti-coagulated by the general physician, and had some other risk factors. The ep lab staff was of the opinion that the incident was caused by apical plaque rupture and was not procedure related.

Manufacturer narrative:
At first, the affiliate did not consider this event as a complaint since it happened several days after the procedure and the physician claimed it not to be procedure or device related. The event was documented as a complaint on 3/12/08 when the complaints dept was made aware of it. Attempts were made to obtain additional info regarding this event, however, no further info has been provided by the customer. The event date and lot number of the device are unk. The device has not been returned to biosense webster for evaluation.